Event description:
This complaint was part of the (B)(6) study. Provisional stenting was performed as part of the (B)(6) study. Two everflex stents (6x200 + 6x100)were implanted to treat resistual stenosis greater than or equal to 50% and a flow-limiting dissection caused by the study devices. A peripheral embolization of the fibio-peroneal trunk subsequently occurred the same day. The relationship to the stent deployment is not known. The embolus was treated with aspiration through a shuttle sheath. Please reference MDR 2183870-2015-00212 for the other everflex stent referenced.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.(B)(4).